Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician that, "with chemo ¿can¿t open the pump door¿, so they press restart to resolve the ail alarm. ¿that¿s all we can do¿ (for chemo meds)." If it is fluid the clinician would run the air out of the distal end of the tubing. The clinician was observed pushing the safety clamp into the open position while it was still seated in the fitment receptacle. Cpc discussed the tubing should be removed and to use the tab on the safety clamp to open the tubing for gravity flow. Clinicians swab the blue safety clamp on the tubing (the piece that is inserted into the safety clamp fitment receptacle) with alcohol to resolve nuisance occlusion alarms. This was reported to bd representatives during their site visit. There was no information on patient involvement.